Manufacturer narrative:
Of the 70 allegations of a malfunction, 45 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to a failed display flex. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 70 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-75 years of age and between 47 and 250 pounds. Of the reported patients, 23 were male and 47 were female.